Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a non-OEM top case and that the bottom case was cracked. The tamper seal was broken. Unable to review the event history log (ehl) due to the alarm and blank screen. The device was powered on and alarmed. The reported issue was duplicated. The cause of the reported issue was unknown. As a result, the main board, top and bottom cases, barrel clamp guide, rod, and spring were replaced . A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown

Event description:
It was reported that the pump exhibited an acu watchdog failure primary audible alarm and pass code needed error. It is unknown if there was patient involvement, no adverse patient effects were reported.